Event description:
It was reported that the customer experienced a 'failure' alarm resulting in pump shut down. Reportedly, pump was unable to turn back on. Customer¿s blood glucose level was 400 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.